Manufacturer narrative:
Clinical evaluation performed by medical affairs director: one year after primary cemented tka the patient complains of pain. This may be due to a small radiopaque body visible lateral to the tibial tray, but at revision surgery the tibial plateau is found loose. The reasons cannot be determined with the information at hand. No relevant implantation defect is visible on the documentation supplied. Batch review performed on 19 january 2018: lot 164908: (B)(4) items manufactured and released on 17 oct 2016. Expiration date: 2021-10-09 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision for lateral knee pain 1 years after primary, may be due to piece of cement we can see on x-rays. Nothing more seems visible on x-rays, but during the surgery the tibial tray was found to be loose.